Event description:
It was reported that a malfunction occurred with the customer's pump, displaying malf 12. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support planned to replace the pump and instructed the customer on using a backup, which involved continuing with the current pump until the replacement arrives. The customer was provided with details on managing their device and preparing it for return.